Event description:
It was reported to a physio-control service representative that the customer's device displayed a service indication. The physio-control service representative then evaluated the device, but could not verify the reported failure. No device malfunctions could be observed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. When the device had been returned to the customer for use already, the customer provided additional information on the reported event, indicating that the device at the event suddenly had all leds blinking and showed the message 'service' in the display. 'Service' being displayed across the screen likely indicates a device lockup. This happened during use on a patient for monitoring. After turning the device off and on, it prompted for a passcode. After turning it off and on again, the device functioned properly. No further information about the patient or the outcome of the patient was reported.

Manufacturer narrative:
The initial medwatch report indicates (B)(6)2013 as the date of event. The initial medwatch report should indicate (B)(6) 2013 as the date of event. The initial medwatch report indicates "it was reported to a physio-control service representative that the customer's device suddenly had all leds blinking and showed the message 'service' in the display. 'Service' being displayed across the screen likely indicates a device lockup. This happened during use on a patient for monitoring. After turning the device off and on, it prompted for a passcode. After turning it off and on again, the device functioned properly. No further information about the patient or the outcome of the patient was reported." The initial medwatch report should indicate "it was reported to a physio-control service representative that the customer's device displayed a service indication. The physio-control service representative then evaluated the device, but could not verify the reported failure. No device malfunctions could be observed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. When the device had been returned to the customer for use already, the customer provided additional information on the original reported event, indicating that the device at the event suddenly had all leds blinking and showed the message 'service' in the display. 'Service' being displayed across the screen likely indicates a device lockup. This happened during use on a patient for monitoring. After turning the device off and on, it prompted for a passcode. After turning it off and on again, the device functioned properly. No further information about the patient or the outcome of the patient was reported." The initial medwatch report indicates that the device was not yet returned to the manufacturer. The initial medwatch report should indicate that the device was returned to the manufacturer on (B)(6) 2013. Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device suddenly had all leds blinking and showed the message 'service' in the display. 'Service' being displayed across the screen likely indicates a device lockup. This happened during use on a patient for monitoring. After turning the device off and on, it prompted for a passcode. After turning it off and on again, the device functioned properly. No further information about the patient or the outcome of the patient was reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.